Manufacturer narrative:
The customer reported complaint of the platform sn (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The root cause for the (ua) 45 error message was due to the driveshaft not being at the "home" position, which is likely attributed to user error. The autopulse platform functioned as intended by triggering (ua) 45 when the driveshaft is not at the "home" position. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. In addition, the customer reported user advisory (ua) 10 (battery voltage error) message was not confirmed during the archive review and could not be duplicated during the functional testing. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data review showed multiple user advisory (ua) 45 error messages around the reported complaint date, thus confirming the reported complaint. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
As reported, the autopulse platform sn(B)(4) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) and (ua) 10 (battery voltage error) messages continuously after the drive shaft was placed in the home position and multiple batteries were replaced. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.